Event description:
The user received a questionable thyrotropin (tsh) result for one patient sample. No units of measure were provided. Clarification has been requested. The initial result was 33.4 on an elecsys 2010 rack analyzer. The sample was repeated on the same analyzer three times and the results had good precision. No specific data were provided. The sample was then repeated on another laboratory's elecsys 2010 rack analyzer and the result was 35. The user then tested the sample on the abbot I 2000 analyzer, the centaur-siemens and by ria method and the results were 2.12, 2.87 and 2.67. No information was provided to determine if any erroneous results were reported outside the laboratory or if the patient was adversely affected.

Manufacturer narrative:
The investigation could not determine a specific root cause as no sample was available for further testing and no further information was provided from the customer. There were no reports of an adverse event.

Manufacturer narrative:
This event occurred in (B)(6).